Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to corroded electronic assembly. The pump had corroded motor home switch. The pump had broken belt clip slot, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that the pump fell in bleach water. There was fluid under the lcd display. The pump had a crack at the bottom of the screen before it was dropped. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.